Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump software did not suspend insulin delivery. Customer's blood glucose was 52 mg/dl. Customer consumed glucose tablets to address bg. In addition, it was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. Reportedly, customer continued to use pump for insulin therapy.